Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a multirate large volume infusor did not flow. The reporter stated that the no flow was confirmed after filling and before patient use. There was reportedly "air lock" in the flow controller. The baxter-recommended filling procedure was used. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. A visual inspection and functional flow testing were performed. The device flowed without issue and no malfunctions or abnormalities were identified during the evaluation of the device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.